Event description:
The reporter stated that the unit delivered the medication twice as fast as programmed. No patient injury or treatment was associated with this report. The reporter indicated that this had occurred twice but did not provide further details.